Manufacturer narrative:
(B)(4). One opened representative sample was received for evaluation. The sample was visually inspected. No testing could be performed on this opened sample. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: je8cdka0, mfg. Date: 05/01/2015, exp.: 10/31/2020. Hp8drdz0, mfg. Date: 12/01/2014, exp.: 12/31/2019. In addition, a review of the batch manufacturing records was conducted for the possible batch numbers and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a procedure for a perineal laceration following a delivery on (B)(6) 2015 and suture was used on the muscularis mucosa. Upon examination on (B)(6) 2015, it was found the perineal tear site was slightly red, painful and had is a white secretion. The surgeon performed disinfection, cleaning, and removed the suture. An in-vitro culture was done and the results were negative. No bacteria was found in the cultures done on the white secretions. The current condition of the patient was reported as discharged.